Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device performed two unintended factory resets within a day, after which the user logged back in and synchronized data; internal logs later showed user-entered confirmation codes initiating each reset. Symptoms included hyperglycemia with a reported blood glucose of 356 mg/dl and no adverse effects reported. Outcomes included the user transitioning to back-up therapy and planning to consult a healthcare professional. Investigation included a review of device logs and user training reinforcement. Investigation of this case revealed that the device recorded user-confirmed factory resets and no device malfunction was identified from available logs. It was concluded that the cause of hyperglycemia was unclear and that user interaction initiated the resets. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.